Manufacturer narrative:
Product evaluation: analysis results not available; device discarded by user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after completing a procedure for thyroid cancer, "the tube couldn't be pulled out. The patient was transferred to ICU and the tube was pulled out on the next day. Now the patient's vocal cord got edema [has vocal cord edema]." Additional information received confirming that "everything was normal during intraoperative intubation. About two hours after surgery initiation," "the cuff deflated and air has been exhausted. The anesthetist tried several times but the tube couldn't be removed." "Considering there were already several times of unsuccessful extubation, to prevent from the vocal cord injury of the patient, the patient was transferred to the ICU. After detumescence of vocal cord of the patient with saline next day, the extubation was successful. There was slight edema in the patient's vocal cord post the extubation, and the air passage was normal. The patient is currently in good condition." "The doctors believed the cause to the failure of extubation is the intraoperative vocal cord edema due to long time surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.